Manufacturer narrative:
Concomitant medical products: syringe; uvl umbilical venous line; unknown model syringe and needle. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that tpn was infusing at an unspecified rate attached to the patients (uvl) umbilical venous line when the device alarmed for occlusion alarms. The user noted that the tpn line was not delivering the same amount of tpn as the other lumen in the same amount of time. The rn flushed the tpn line without issues. During the change of shift, reported that the previous rn, stated that she had re-primed the line and manually massaged the pressure sensing disc to decrease the pressures previously. It was reported that the rn disconnected and reconnected the tpn syringe and filter from IV pump and disconnected the line from the baby and attempted to re-prime the line however the pressure sensing disc ballooned up causing the line to occlude. Upon further investigation the user noted that the end of the line appeared to have some crystallized flecks in it, obstructing the tubing. The rn had to draw off the tpn bag with a syringe and needle rather than re-spiking the bag and opening the line. The tpn appeared to be uniform in color with no crystallizations noted and removed the tubing. There was no patient harm. The event occurred in women and infant¿s nicu

Event description:
It was reported that tpn was infusing at an unspecified rate attached to the patient's umbilical venous line (uvl) when the device alarmed for occlusion. It was observed that the tpn line was not delivering the same amount of tpn as the other lumen in the same amount of time. The rn flushed the tpn line without issues; however, during the change of shift the previous rn stated she had re-primed the line and manually massaged the pressure sensing disc to decrease the pressures. The rn disconnected and reconnected the tpn syringe and filter from the IV pump, disconnected the line from the baby and attempted to re-prime the line; however the pressure sensing disc ballooned up, which caused the line to occlude. Upon further observation it was noted that the end of the line appeared to have some crystallized flecks in it, which obstructed the tubing. The tpn was drawn off the bag with a syringe and needle rather than re-spiking the bag and opening the line. The tpn appeared to be uniform in color with no crystallizations noted, and the tubing was removed. There was no patient harm. The event occurred in women and infant¿s nicu

Manufacturer narrative:
Concomitant medical products: 250ml baxter exactamix bag ref (B)(4); 30ml bd syringe. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that tpn was infusing at an unspecified rate attached to the patients (uvl) umbilical venous line when the device alarmed for occlusion alarms. The user noted that the tpn line was not delivering the same amount of tpn as the other lumen in the same amount of time. The rn flushed the tpn line without issues. During the change of shift, reported that the previous rn, stated that she had re-primed the line and manually massaged the pressure sensing disc to decrease the pressures previously. It was reported that the rn disconnected and reconnected the tpn syringe and filter from IV pump and disconnected the line from the baby and attempted to re-prime the line however the pressure sensing disc ballooned up causing the line to occlude. Upon further investigation the user noted that the end of the line appeared to have some crystallized flecks in it, obstructing the tubing. The rn had to draw off the tpn bag with a syringe and needle rather than re-spiking the bag and opening the line. The tpn appeared to be uniform in color with no crystallizations noted and removed the tubing. There was no patient harm. The event occurred in women and infant¿s nicu

Manufacturer narrative:
The customer report that the tubing occluded was confirmed. Visual inspection of the as-received set observed evidence of fluid throughout the set, with dark colored residue within the luer exit tip. Microscopic inspection of the set observed whitish colored particulates within the engagement of the microbore tubing and luer exit as well as throughout the tubing area near the luer exit. The particulates within the engagement of the tubing and luer exit were observed to be compacted. Functional testing was attempted by IV push fluid through the set fluid in the attached syringe; however no fluid flowed past the antisiphon valve component and exit the set as expected. An attempt to clear the blockage using a lab needle was unsuccessful. The identified root cause was due to a blockage of hardened tpn fluid within the engagement of the tubing and luer exit.

Event description:
It was reported that tpn was infusing at an unspecified rate attached to the patients umbilical venous line (uvl) when the device alarmed for occlusion. It was observed that the tpn line was not delivering the same amount of tpn as the other lumen in the same amount of time. The rn flushed the tpn line without issues; however during the change of shift the previous rn stated she had re-primed the line and manually massaged the pressure sensing disc to decrease the pressures. The rn disconnected and reconnected the tpn syringe and filter from the IV pump, disconnected the line from the baby and attempted to re-prime the line; however the pressure sensing disc ballooned up, which caused the line to occlude. Upon further observation it was noted that the end of the line appeared to have some crystallized flecks in it, which obstructed the tubing. The tpn was drawn off the bag with a syringe and needle rather than re-spiking the bag and opening the line. The tpn appeared to be uniform in color with no crystallizations noted, and the tubing was removed. There was no patient harm. The event occurred in women and infant¿s nicu.